Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that when the self-adhesive of the infusion set became wet on multiple occasions. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.